Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the connection port of the supply line and supply bag of the homechoice cassette which resulted in leak. The patient was not connected at the time of the event. This occurred during set up of the device for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in cassette removal. Rts advised the patient to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.